Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, it was found that there was a crack on the blue (venous) intravenous adapter. It was also stated that there was a leak at the luer adapter. The catheter was not repaired, tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. There was no reported patient injury.